Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a break in aseptic technique. On an unreported date, the patient was treated with injection tobramycin (once a day, dose and route not reported), injection reflin (1 gram, once a day, route not reported) and injection heparin (5000 iu, 1 milliliters per exchange, route not reported). It was not reported if the patient was retrained on proper aseptic technique. Action taken with dianeal therapy was not reported. It was reported the patient was not hospitalized for the event. At the time of this report, the patient remained under treatment and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.